Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling when he was coming down from a crane. The surgeon changed the items listed on the complaint form from a size 32 to size 36 and he also added an 8mm spacer for more stability.